Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested with the meter, resulting with a value of 3.7 inr. Within 2 hours, a sample from the patient was tested in the laboratory using an unknown method and the result was 2.6 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter result. The doctor changed the patient's dosage based on the meter result, but the patient did not implement the change after receiving the laboratory result and discussing the laboratory result with his doctor. The patient is currently in good health. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin. The patient has not had any changes in diet, new illnesses, or new medications. The patient did not have a special or unusual diet. The patient did not have any unusual bleeding or bruising. There have been no changes to the patient's dosage since last tested. The patient's product was requested for investigation and replacement product was sent to the patient. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 294942) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.